Manufacturer narrative:
According to the customer on 3/11, "a circumcision was completed using circlamp. Bright, red bleeding was noted twice and required surgicel application for intervention approximately 17 hours after procedure completed" a sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 3/11, "a circumcision was completed using circlamp. Bright, red bleeding was noted twice and required surgicel application for intervention approximately 17 hours after procedure completed."

Manufacturer narrative:
Updated: d9- "returned to manufacturer" is checkmarked and updated "date returned to manufacturer" to 5/21/2024. H3- "yes". H6:b- "10".